Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor only delivered between 67 - 70% of the expected product. The infusor was filled with 18000 mg of piperacillin/tazobactam in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.